Event description:
Information received by medtronic indicated that the customer reported a loss of communication between the insulin pump and transmitter, inaccurate reading and normal wear and tear of pump. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will continue the use of the device and the pump will not be returned for analysis. Updated summary the insulin pump was returned for analysis.

Manufacturer narrative:
S/w version 5.2a retainer ring = black case type = ngp customer returned pump for alleged cosmetic damage on the pump found on (B)(6) 2023. Pump was received with a missing battery cap contact and cracked retainer ring. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched lcd window (minor), scratched case, overlay scratched, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, label damage (serial number label faded) and cracked retainer. Cosmetic damage was confirmed on the pump. Missing battery cap contact was confirmed. Cracked retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.